Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower am-poda was not communicating. Customer was able to ping the device on the network and could hear the fan running; however, the screen remained black. Customer tried to reboot the device, but the issue did not resolve. However, there were no adverse events or injuries reported based on this event.